Event description:
Splash crash error. On 2/23: customer reports pt having a urodynamic procedure, when the table failed to move. Pt procedure was rescheduled for another date. Customer provided no pt info other than to state, no pt injury.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.